Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump had been exposed to fluids. Customer's blood glucose was 6.7 mmol/l. Customer stated that the display had gone black and the pump had been unresponsive. Customer had already discontinued use and reverted to a back-up plan. The pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on the electronics assembly, motor, vibrator motor or battery tube assembly. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained endcap sticker.